Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h11 the getinge field service engineer (fse) that encountered the issue replaced batteries and confirmed unit successfully passed the battery run test at 135 minutes of run time. The fse also replaced missing p-clamp on power cord. Device passed all functional and safety tests according to factory specifications. Device was returned to customer. The following investigation was performed by the failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received (2) part number 0146-00-0039 serial numbers 2205253a with a reported unit failure of failed battery run test at 67 minutes. The failure analysis and testing dept. Performed a visual inspection and found the batteries to be in good condition. The failure analysis and testing dept. Installed (2) part number 0146-00-0039 serial numbers 2205253a into the cs300 test fixture serial number si206230b5 and tested the batteries to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat first proceeded to fully charge the batteries. After the batteries were fully charged the fat dept. Performed the battery run- time test. The fat dept. Was able to replicate the complaint of the batteries only running for 67 minutes. The factory specification for battery run-time is 135 minutes. The batteries failed testing. Retaining the batteries in the fat dept. Per procedure number 0002-07-d008 rev.ar.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit failed battery run test at 67 minutes of the 135 minute test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.